Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient received appropriate therapy for the detected rhythm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for an episode the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf) which was possibly atrially driven. The ICD remains in use. No further patient complications have been reported as a result of this event.